Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate solution leak from the tube/filter to reservoir. The customer stopped the system. No injury was reported for this event.

Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) inspected the unit and was unable to reproduce the spill. Fse found residue under the canister and valves. Fse cleaned: the area and replaced the 2way valve and float switch. Cleaned canister and primed and no leaks observed. On (B)(4) 2011, the fse revisited the customer and found a leak from the v12 tubing. Fse replaced the tubing and tested the system, which was fully operational.